Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was originally reported that the patient had their neurostimulator replaced due to normal battery depletion. Follow-up information indicated that the device was explanted because the device had worked its way out through the patient's skin. The healthcare professional had not heard from the patient since and he assumed that they were doing well. If additional information is received, a follow-up report will be sent.